Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the physician inadvertently cut the suture. It should be noted that the proglide instructions for use (IFU), states in the suture management using the suture trimmer section, the suture is not cut until after hemostasis is confirmed. Based on the information reported the suture was inadvertently cut by the physician. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: device code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to a evar (endovascular aneursym repair) procedure. Reportedly, the suture of one proglide device was successfully pre-placed. However, when attempting to pre-place the second proglide suture, the physician inadvertently cut the suture. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to an 18f sheath, and the evar procedure was completed. Hemostasis was achieved with the first and third pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.